Manufacturer narrative:
This ra lead will be returned to boston scientific for disposal. At this time, there is no additional information. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to infection. There were no additional adverse patient effects reported.